Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that dilaudid was leaking from a small hole in the pumping segment during a gravity infusion; this delayed the patient's comfort. The customer later reported that the dilaudid was reordered for continued pain management. There was no lasting harm caused to the patient.

Event description:
The customer reported that dilaudid was leaking from a small hole in the pumping segment during a gravity infusion; this delayed the patient's comfort. The customer later reported that the dilaudid was reordered for continued pain management. There was no lasting harm caused to the patient.

Manufacturer narrative:
Concomitant medical products: one used 11448964 with 50ml baxter bag din 00060208, lot number w8h25c0, exp aug 19, 0.9% sodium chloride. The customer¿s report of the set leaking from a hole in the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed a crush mark to the upper fitment. Functional and pressure testing resulted in a leak from the tear. The root cause of the customer's report was not identified.